Event description:
It was reported that the patient presented to the hospital for a routine ICD change out. Externalized conductors were noted via fluoroscopy. All electrical measurements were normal. The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.